Event description:
It was reported that: " a report is received from oncology indicating that the clamp split and detached, leaving the patient with PICC inserted, but without a safety key."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a slide clamp coming off was able to be confirmed by the photo. The photo revealed the distal extension line with the catheter slide clamp not present on the line. Kinking of the extension line was observed, which is likely where the slide clamp was placed originally. However, without the sample returned for analysis, a complete visual inspection could not be performed. A device history record review was performed, and a finding was identified; however without the sample returned for analysis, it cannot be determined if the finding is relevant to the reported event. The instructions for use (IFU) provided with this kit informs the user, "clinicians should be aware that slide clamps may be inadvertently removed." The customer report of a slide clamp coming off was confirmed by visual inspection of the customer supplied photo. The image shows a catheter in use with the extension line missing the slide clamp (the clamp is not pictured). However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit informs the user, "clinicians should be aware that slide clamps may be inadvertently removed." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " a report is received from oncology indicating that the clamp split and detached, leaving the patient with PICC inserted, but without a safety key."